Event description:
This patient was in a physical fight and was punched in the chest at the location of this device implant. The physician felt there might be possible lead fractures and a device header fracture. The system was removed and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. All parts of the lead were received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. Blood penetrated the lead in these areas. The returned device was visually, mechanically and electrically analysed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The analysis showed deformations of the distal and proximal coils, which occurred most likely during the explant procedure. In the course of the further analysis, no deviations were noted which might be related to the clinical observation. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.